Event description:
It was reported that this right ventricular (rv) lead exhibited p-wave oversensing and approximately 1.5 seconds of pacing inhibition. Technical services (ts) recommended measuring deflection on the rv channel with a programmer and adjusting rv sensitivity accordingly. This lead remains in service. No additional adverse patient effects were reported.